Event description:
During a cryoablation procedure, the flexcath steerable sheath was inserted in the la and aspirated and flushed. The catheter was then inserted into the flexcath steerable sheath. During aspiration, air was present in the flexcath steerable sheath.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The air aspiration has been reproduced when a catheter was introduced through the sheath. Dissection showed that the hemostatic valve was leaking. A field action was initiated in (B)(4) 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.